Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed an intentional pump stop on (B)(6) 2021; however, a specific cause could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 15:24:18 to (B)(6) 2021 at 9:25:12. The alarms cleared when the backup battery was installed. On (B)(6) 2021 at 6:56:56 there was an intentional pump stop with intentional pump stop, low pump current, low speed advisory, and low speed hazard faults and lvad off and low flow alarms. The pump was stopped for approximately 2 seconds and restarted at 6:56:58. There were no other abnormal events captured. The only other events captured were associated with pulsatility index (pi) events and power cable disconnects. The pump appeared to operate as expected. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) has a section on the system monitor that states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 24sep2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a heartmate 3 on (B)(6) 2021, and noted to have a pump off alarm on (B)(6) 2021. A review of the log files by technical services confirmed the pump off event on (B)(6) 2021 at 6:56am. The event was an intentional pump stop, caused by the pump stop command being activated on the system monitor or heartmate touch. The vad was functioning as intended and there were no other notable alarm conditions or parameter changes.